Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during a thyroidectomy procedure the tip broke off the device. The tip fell into the pt but was retrieved. Another device was used to complete the procedure. There was no pt consequence.